Manufacturer narrative:
Result: loose lift assembly bolts.

Event description:
It was reported by service report that the head of the bed would not go down. No pt involvement or adverse consequences are reported.